Event description:
It was reported that the insulin pump had buttons unresponsive. Customer's blood glucose was 327.60 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened down button dome switch. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the us. However, the device is similar to the paradigm real-time veo insulin infusion pump, which is marketed in the us. (B)(4).